Manufacturer narrative:
H6 update: the previously applied device code c53269 and patient code e2403 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. A medical record was provided. The patient had no known allergies. The patient was current an everyday smoker which began in 1995. The patient¿s weight was 84.1 kg. The patient¿s medical history included: arthritis, schizophrenia, bipolar disease chronic, chronic pain syndrome, degenerative disc disease ¿ lumbar, psychiatric care, full dentures, blood transfusions, joint pain, low back pain, menopause (2006), non-functioning kidney (2008), and nephrectomy due to atrophic kidney (right), obesity, opioid dependence, post laminectomy syndrome status post (s/p) three laminectomies and spinal fusion, s/p tens unit, s/p spinal cord stimulator s/p removal, s/p pain pump (dilaudid) (B)(6) 2014, and new pump insertion (B)(6)2020. Adverse effect of anesthesia was noted on (B)(6)2020. Surgical history included hysterectomy (2006), nephrectomy (right, ureter wrapped around kidney, 2008), laminectomy (times three, two rods and 12 screws with fusion; 2010 and 2012), esophagogastroduodenoscopy ((B)(6) 2019), colonoscopy with removal of rectal polyp ((B)(6)2019), cholecystectomy ((B)(6) 2019), removal of intrathecal morphine pump ((B)(6)2019), and abdominal placement of pain pump ((B)(6)2020). It was further reported that the patient was diag nosed with the following: generalized anxiety disorder (gad) on (B)(6)2017, bipolor disorder, mixed, mild on(B)(6) 2017, binge eating on (B)(6)2017, bipolar disorder on (B)(6)2019, opioid dependence, bilateral pneumonia on (B)(6)2013, back ache on (B)(6)2019 , abdominal pain on (B)(6)2019, back pain on (B)(6)2020, screening for condition on (B)(6)2020, anemia on (B)(6)2020, obesity on (B)(6)2020, exercise tolerance finding on (B)(6)2020, menopause present on (B)(6)2020, renal atrophy on (B)(6)2020, and pain on (B)(6)2020. The patient¿s current medications included oxycodone (roxicodone) 30 mg immediate release tablet (30 mg every 4 hours if needed), quetiapine (seroquel) 400 mg tablet at bedtime, and rizatriptan (maxalt) 10 mg by mouth, one if needed. The patient was noted as having full capacity and no history of patient status change. It was further reported that a malfunction of the intrathecal infusion pump was diagnosed on (B)(6)2020. On (B)(6)2020 the preoperative diagnosis was malposition of the intrathecal narcotic pump. The postoperative diagnosis was the same. The procedure included a revision of the abdominal pocket of the pump and a revision of the intrathecal spinal catheter. It was noted that the patient was referred to the healthcare provider for anchoring of the pump. The pump had been revised previously and had been quite mobile within the pocket. It was noted that the patient was following with another physician who would be emptying the saline and would place narcotics in the pump once the pump was anchored well. The patient had a high white blood count for which her primary care cleared her for surgery. The healthcare provider had opened the inc ision and dissected through the deep fat and immediately encountered the pocket. The pocket had some fluid in it but it did not look purulent. They obtained 2 separate cultures swabs and those were to be sent to the lab for aerobic and anaerobic cultures. There was no shortening of the catheter with quite a significant amount of catheter free floating in the abdominal pocket. They aspirated the catheter from the catheter access port and clear fluid returned. The hcp was satisfied with the connection. They shortened the catheter and a manufacturer representative was noted as having measured that andhad recomputed the new catheter length. The pump was anchored to the floor of the pocket using 7 ethibond sutures. The pump was well anchored. The patient had tolerated the procedure well and was transported to the recovery in good stable condition. When the new pump was interrogated it was containing preservative free saline and the remained programmed at an infusion rate of 0.048ml/day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a manufacturer representative indicated that on (B)(6) 2020 the hcp was revising the pocket and fixing the placement of the pump because the patient stated that the pump was not secured in place inside of the pocket. Upon entering the pocket, the hcp's personal preferences determined that the pump segment was long. The hcp simply wanted to shorten the pump segment per their surgical preference. There was nothing wrong with the catheter itself. It was noted that the pocket was very large and the pump was moving around too much due to a lack of anchoring, so this procedure was to revise and anchor down the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that on (B)(6) 2020, the patient¿s catheter was shortened in the pump pocket.